Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery. The surgery was completed successfully with no surgical delay. After the surgery, on (B)(6) 2024, unknown defect occurred. Further investigation is being conducted to confirm additional details. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that on (B)(6) 2024, the patient underwent an unknown surgery. The surgery was completed successfully with no surgical delay. After the surgery, on (B)(6) 2024, unknown defect occurred. We are confirming about details. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the endo head trial 38mm od (22mm was found broken at the convex bottom section. Fragment was not returned for analysis. Reported allegation can be confirmed as the crack may have led to the observed broken condition. The observed condition of the device can be attributed to a combination of heavy use or that it was subjected to improper handling which likely exposed it to unintended forces. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the endo head trial 38mm od (22mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.